Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that there was oozing during an espophagectomy after each activation even though end tones, indicating a complete seal cycle, were heard. The surgeon felt the device was not performing the way it normally does. There was not significant bleeding. The surgeon replaced the generator and used a new ligasure device to complete the case. There were no issues with the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date of initial report: 12/05/2016. Date of follow-up report: 12/13/2016. One used lf1737 was received for evaluation. The reported condition of the device not sealing was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.